Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on returned product. Section d7a (single use device) has been updated. Code 4756 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to poor soldering of the asic. Sensor (B)(6) was returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. However, the accuracy test failed. The sensor was de-cased and no issues were observed upon visual inspection. An extended investigation was also performed on the returned sensor. Performed a visual inspection on the returned sensor¿s printed circuit board assembly (pcba) board and observed corrosion on a capacitor and the battery holder. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19). The returned battery voltage was measured to be within specification. Replaced a returned battery with a known good battery in order to perform an accuracy test. However, the accuracy test failed. The asic (application specific integrated circuit) on the returned puck was then re-flowed in order to perform another accuracy test. Accuracy test passed indicating that all electronics are functioning properly. It was determined the cause of the analog front-end failure was due to a poor solder joint between the application specific integrated circuit (asic) and the printed circuit board (pcb). Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and an additional investigation has been performed. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no issues were observed. Accuracy testing was performed and was unsuccessful. The sensor was de-cased and no issues were observed upon visual inspection. Additional extended investigation has also been performed and it was determined that the puck failed to produce accurate values from a current injection directly on the board. Contamination was observed on the pcba (printed circuit board assembly) components such as the asic (application specific integrated circuit), capacitor, and battery holder. The components were cleaned of the contamination however, cleaning failed to improve the accuracy test results. The solder joints of the application specific integrated circuit (asic) on the printed circuit board assemblies (pcba) were reflowed using a soldering iron to reestablish proper connection between the asic and pcba. Another accuracy test was then performed and, the accuracy testing was successful. The observed contamination is likely due to liquid ingress which caused the solder joints and connections on the asic to erode. Therefore, this issue is confirmed to contamination of the pcba. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.